Manufacturer narrative:
(B)(4). Concomitant medical products: item #139247, endo ii taper insert std 0mm t, lot #699430; item # 12-139030, endo ii mod endo head sz 53, lot #889560; item #11-105864, arcom 28mm rloc lnr 10d/hwl 24, lot #185510; item # 135256, vision ringloc shell 56mm sz24, lot#723050; item #163662, modular head, lot #239570; item #103534, profile screw, lot #036310; item #103533, profile screw, lot #473770. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-02245, 0001825034-2019-02285, 0001825034-2019-02289.

Event description:
It was reported that a patient underwent left revision total hip arthroplasty. Subsequently approximately two (2) months post op the patient underwent a revision procedure due to hip failure resulting from allograft collapse in acetabular region and loosening of the cup. Additional information was requested however, none was available.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.